Event description:
Customer reported his insulin pump was malfunctioning. He stated that when he hits act after entering his blood glucose value, his grams was flashing the same number he had just entered. He stated that this issue had occurred twice in the past week. The customer also reported that there was no issues with any of his buttons sticking or numbers ramping up. The customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).